Manufacturer narrative:
The device has been received for evaluation. A follow up report will be filed upon completion of the evaluation or if any additional information becomes available. (B)(4).

Event description:
The facility representative reported to baxter global technical services one colleague cx volumetric infusion pump in which the stop and open keys on the pump head module keypad are inoperable. The reported condition occurred during bio-med testing. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available. The software version for this device is currently not known.